Event description:
This lead was capped and replaced because of unacceptable numbers. The physician found that the lead had been stitched down without any sleeving and it dislodged. At that point the physician chose to cap and replace the lead. There were no adverse pt effects reported. If additional info becomes available, this report will be updated.